Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2020.

Event description:
It was reported that the ventilators touchscreen had a fault. There was no patient involvement. The service engineer (se) inspected the device. The se found that the detection on the touchscreen malfunctioned. The se replaced touchscreen to address the reported issue and the unit passed testing.